Event description:
It was reported that the area to be treated was a coronary pseudoaneurysm at risk of rupture. The 3.0 x 26 mm graftmaster was advanced first, but during the crossing attempt, the stent dislodged from the balloon. The dislodged stent was successfully snared. A 3.0 x 12 mm graftmaster stent was then advanced and was successfully deployed to cover the pseudoaneurysm. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use. The graftmaster stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the patient anatomical information was not reported with the case information, there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation with the lesion would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and stent damage. Additionally, a sampling of units is destructively tested prior to release to verify stent retention. It was reported the graftmaster stents were used to treat a pseudoaneurysm. It should be noted that the graftmaster otw instructions for use states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A search of the device history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.